Event description:
Patient presented with high lead impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patients generator and lead were explanted. The explanted products have not been received by the manufacturer to date.

Event description:
Product analysis was completed on the suspect lead. Incisions were made post decontamination to allow for continuity checks. Functional analysis continuity checks on the returned portion were good, there were no open circuit conditions. No discontinuities were identified during the continuity check. Other than the abraded openings, the returned lead portion is consistent with conditions that typically exist following an explant procedure. Since portions of the lead assembly including the lead connector, connector boot, portions of lead body, and the electrode array section were not returned for analysis, an evaluation and resulting commentary cannot be made on those portions of the lead. No other relevant information has been received to date.

Event description:
The explanted lead was received into product analysis and still undergoing testing. No other relevant information has been received to date.